Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued

Event description:
According to the reporter during an open pacemaker implant procedure, on the final closure of the skin, the needle separated from the thread after five to six passes thru the tissue while using running stitch technique. To resolve the issue, a vicryl suture was used by the surgeon to finished the closure and complete the case.